Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned for evaluation. When it is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature separation as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic embolization case, an embolization coil implant would not advance out of the catheter and detached inside of the catheter. There was no injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher with coils severely stretched at the proximal section; however, no indication using a detachment controller was found on the pusher¿s heater coil. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during a splenic embolization case, an embolization coil implant would not advance out of the catheter and detached inside of the catheter. There was no injury or intervention.

Manufacturer narrative:
Correction: e1 original last name stated as (B)(6) is a typo. The correct name is (B)(6). H5 labeled for single use question was answered on the initial report as no. This report is being sent to correct the answer as yes.

Event description:
See h10.